Event description:
Leak at water port during priming, just before bypass.

Manufacturer narrative:
The units were examined and the factory determined that excessive adhesive overflowed into the port causing a crack during sterilization. The equipment used to prevent excessive adhesive from being applied to the port will be changed every two hours instead of once per day. This modification was effective in the lot produced 2/18/97 (lot #8897b18). No further incidents have been reported.